Event description:
The customer obtained a non-reproducible, falsely elevated vitros tropi es result on a single pt sample on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated result was reported and the physician requested a repeat vitros tropi es test be performed. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the vitros tropi es reagent and vitros eciq were operating as intended. The investigation determined that the customer is processing samples outside the sample collection tube MFR's recommendations. The definitive root cause of this event could not be determined, however, user error in pre-analytical sample processing cannot be ruled out.